Event description:
This device was implanted due to the mitral stenosis. After the implant, regurgitation was observed on echo. Customer checked the device and found that one of the stent seemed to be pulled. Jet was noted in the opposite direction of the stent. The device was explanted due to the suture loop jamming and another device of the same model was implanted as a replacement. No further info provided.

Manufacturer narrative:
Device not returned.